Manufacturer narrative:
Visual assessment of the device showed the actuator is in its t2 pre-deployment position indicating a deployment of t1 and pre-deployment of t2. No suture or ts remain on the needles. The suture/t construct was returned for evaluation. Examination of the construct showed the suture has been cinched and the distal end of t1 is missing. The depth limiter has a slight crimp on one side. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(6).

Event description:
It was reported during a meniscus repair procedure, after t1 deployment the t2 implant was not deployed while the deployment knob was pressed. Both implants were removed from the body, but the tip of t1 may have been remained inside the body. A backup device was available to complete the procedure. No patient injury or complications were reported.